Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery would not charge despite the attempted use of multiple cables and power sources. Customer reported an elevated blood glucose (bg) level between 325-384 (mg/dl) and resumed insulin delivery to address bg level. It was indicated that the current pump would continue to be used for diabetes management.

Manufacturer narrative:
Temperature alarm-unable to confirm.

Manufacturer narrative:
Customer also attempted to charge pump in car charger. The car adapter port produced a burning smell causing customer to unplug pump. Customer was able to resume insulin delivery.